Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was not sensing in bipolar and there has been noise seen, although not reproducible with provocative testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 1688tc st. Jude lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch to unipolar due to measured low impedance in bipolar configuration. Testing also showed a high threshold reading in bipolar. The lead remains in use. No patient complications have been reported as a result of this event.